Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via the manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that the patient experienced interference in a high wifi area. The patient also uses an app that detects electromagnet pulses that they put in the phone over the device and uses the app to check the system. It was further reported that when patient is in high wifi area, patient would feel cramping and oozy on their entire body with stimulation on. It was unknown if the issue was resolved with stimulation off. It was indicated that when patient removed themselves, the cramping and oozy goes away. It was stated that the impedance are within normal limits. No fall or trauma. Labeling information was reviewed for the caller and that further interrogation was needed as well as checking impedance with multiple different position. Rep was redirected to patient's hcp.